Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) display screen keys were stuck. The stuck keys were noticed prior to use. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported display screen issue; the lower display screen was black. Analysis also noted that green light for the ventricular output stayed on during start up, the epg failed incoming tests, and the doo key on the keypad was defective. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. Return date corrected. If information is provided in the future, a supplemental report will be issued.